Event description:
Customer reported blood glucose results of 163 mg/dl, 76 mg/dl, 65 mg/dl, and 69 mg/dl within 10 minutes on the advantage system. Customer reported symptoms for which he self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.